Event description:
It was reported that while inserting that screw, the tip of the driver broke resulting in a delay of over thirty minutes. The tip was retrieved and discarded. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use."